Event description:
It was reported that the patient's lead integrity alert triggered. The right ventricular lead had high impedance and a large number of sensing integrity counts with multiple non-sustained tachycardia episodes. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analysis found that the proximal conductor was fractured. It was also noted that the distal conductor had blood/body fluid (not obstructed) and the outer insulation has a cosmetic depression.